Manufacturer narrative:
B3: estimated date. The device was returned for analysis. The reported failure to deploy was confirmed as prematurely ejected needle tip was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported failure to deploy was most likely resulted from handling such that the plunger may have been inadvertently pushed during advancement attempt. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3 - date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified access site was attempted with prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, two prostyle devices did not deploy. The suture of a new prostyle device was successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.